Event description:
Pt had mediport implanted (B)(6) 2010 for chemptherapy purposes. Apparent difficulty with port for some time. Pt admitted (B)(6) 2011 as an outpatient for reconstructive breast surgery and removal of port. The port was attempted to be removed when it was found that the distal part of the sheath had sheared. Under x-ray it was found to be located in the inferior portion of the heart border. Pt transferred to main hospital for interventional radiology to attempt to retrieve the portion of the port. There was a prolonged procedure and radiologist was unable to retrieve the sheath which was located within the right ventricle. Unclear how long it had been there. Consults for cardiovascular surgery and cardiac electrophysiology. It was determined not to do open chest surgery at this time since it appeared that the retained portion was not mobile.